Event description:
It was reported that following a stenting treatment procedure the patient developed in-stent restenosis. In (B)(6) 2011, a 2.25x12mm promus element stent was implanted in the ostial marginal artery. Twelve months following the initial procedure the patient was readmitted due to chest pain. Angiography revealed 90% in stent restenosis. The restenosis was treated with that placement of a 2.5x12mm non-bsc stent. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).